Event description:
It was reported the patient could not adjust stimulation. A power-on-reset (por) condition as reported to have been displayed on the patient programmer. No diagnostic identifier for the por was provided. The patient used the recharger and "active charge" screen was seen. The implantable neurostimulator (ins) battery was at 3/4 full. The patient had charged successfully 3 days prior to call. The por was then cleared using the patient programmer, but then it appeared again. After putting new batteries into the programmer, the reporter was instructed to clear the por again, but a "poor communication" screen appeared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v233248, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(6). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3550-29, lot# n277617, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).